Event description:
It was reported that there is a spark in the image intensifier (ii) of the oec-2800 system. It was also noted that the image is poor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. A replacement image intensifier (ii) was ordered and will be installed, when it is received. It is believed that this will address the problem noted. If additional information becomes available, it will be reported.